Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (false asystole alarms, check te pad messages) has been confirmed. The cause for the alarms and messages was isolated to an intermittently open brown (-5v) wire in the trunk cable and a defective q1 component in the ECG a and b cable section. The root cause for the open wire and defective component were unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving false asystole alarms and frequent check therapy electrode messages.